Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Difficulty extending and retracting the guidewire was encountered after the catheter was inserted into the left atrium (la). The catheter was removed from the patient for inspection and troubleshooting. It was noted that the catheter appeared to behave differently when the guidewire was retracted and inserted on the preparation table than it did after it was inserted into the patient, and that this was the case when the catheter was prepared prior to insertion as well. The guidewire was replaced, but same difficulty was encountered with the new wire. The catheter was replaced, but the new catheter appeared to behave in the same manner. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.